Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed suprarenal in a (B)(6) pregnant patient secondary to deep vein thrombosis and bilateral pulmonary emboli on anticoagulation therapy. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment, filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Labeling review: per the IFU (instructions for use): precautions: the filter should be placed in the suprarenal position in pregnant women and in women of childbearing age. If misplacement or sub-optimal placement of the filter occurs, consider immediate retrieval. Retrieve the recovery filter using recovery cone removal system only. Potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date 04/2008; device manufacture date 04/2005. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; and protein c deficiency. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc; the detached limb migrated to the right ventricle of the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four and two months later an x-ray showed that the ivc was the stable position in appearance but one of the legs get detached and migrated to the intracardiac position. Eventually, after six months an x-ray showed the filter was noted at the t12-l1 position. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation was inconclusive for filter tilt and retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,b7,d4 (expiration date 04/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; and protein c deficiency. The patient developed extensive dvt and bilateral pe and the patient was on prophylactic lovenox therapy. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc; the detached limb migrated to the right ventricle of the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.